Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 15oct2020. The procedure performed was a flexible ureteroscopy and lithotripsy for a stone located in the right kidney. The device was not tested prior to use. A storz scope was used. There was no additional procedure required. The ureteroscope was bent to complete the lithotripsy successfully.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event description: it was reported, during a flexible ureteroscopy and lithotripsy procedure, using an ngage nitinol stone extractor, the orange sheath near the handle broke during the procedure. The ureteroscope was bent to complete the lithotripsy successfully. No adverse events have been reported as a result of the alleged malfunction. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The device was returned with the handle in the open position but the basket in the partially closed position. The mlla (male luer lock adapter) and collet knob were tight. The polyethylene terephthalate tubing [pett] measured 3.5 cm in length. The basket sheath as kinked 1.1cm from the distal tip. The basket sheath was severed 2mm from the nose of the mlla. The basket sheath was severed 2mm from the nose of the mlla.. 1mm of the coil assembly was exposed. The support sheath and basket sheath were still adhered. Functional testing determined the handle does not actuate the basket formation. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The returned device was found to have a basket that was partially open and would not fully open or close when the handle was functioned. The orange support sheath was separated near the handle, which was preventing the functioning of the basket. It would have been difficult to insert the basket into the scope in the basket in the partially open position, indicating the basket closed properly before use, then the support sheath separated during use. Based on the available evidence, a bending force was applied to the handle which caused stress on the area just distal of the handle, resulting in the observed damage. As it could not be confirmed that excessive force was applied to the device, cook has concluded the cause for this event could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Name and address: phone: (B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a flexible ureteroscopy and lithotripsy procedure, using an ngage nitinol stone extractor, the orange sheath near the handle broke during the procedure. It is unknown how the procedure was completed. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.